Event description:
Baxter received a report of a reload set alarm 161 during prime. The technical service representative assisted clearing the alarm so the patient could load a new cassette and resume prime. The possible cause is due to a cracked cassette. The patient was not connected and no patient injuries or medical intervention was reported in the initial report.

Manufacturer narrative:
If the sample or evaluation results become available a follow up report will be submitted.